Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a non-device related fall. High impedances were observed on the leads after the fall. The patient underwent a lead revision surgery wherein the high impedance leads were replaced. The patient was doing fine post-operatively. The explanted leads were disposed by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078523.